Event description:
It was reported that this right ventricular lead was explanted due to noise and low impedance measurements. Another lead was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.